Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es there was a lag time in reaching epic intraprocedure activity. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lag time of 5 minutes in station dispenses reaching epic intraprocedural activity. A technical support specialist (tss) began by reaching out to the customer via email to request additional examples related to the reported issue. The tss investigated a delay in message transmission from medication dispensing stations to the customer's electronic health record (ehr) system. Due to encryption, the tss couldn't review messages directly. After gaining limited access to the application server, the tss encountered security restrictions. The customer later confirmed the issue originated from their internal ehr system and authorized case closure. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es there was a lag time in reaching epic intraprocedure activity. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.